Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (connector sensitive/powers off/ does not charge batteries) has been confirmed. As received, the power brick was intermittent. Upon eval, the power brick was defective. The cause of the defective power brick is a damaged connector. The connector pins were recessed into the connector. The root cause of the recessed pins cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged power brick connector. The pt received a replacement battery charger.

Event description:
A (B)(6) female pt's son contacted zoll customer support to report that the connector for the charger/modem was "very sensitive" and the charger/modem powers off when bumped and does not charge the batteries. The pt was issued a replacement charger/modem.